Manufacturer narrative:
The manufacturer previously reported information alleging the screen froze. There was no harm or injury reported. During the evaluation of the device at third-party service center, the reported issue was unable to be duplicated. The screen did not freeze during evaluation. The device did fail a test step during testing and the device's flow sensor was replaced to address the issue.

Event description:
The manufacturer received information alleging the screen froze. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.